Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The image experienced blackout when adjusting angulation. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers when adjusting angulation. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced blackout. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to field e4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.